Manufacturer narrative:
(B)(4) - based on the lack of patient identification and lack of historical information as well as reason for and course of hospitalization, a possible association between the liberty cycler and the adverse event of patient expiration cannot be determined. Additional clinical information and cause of death is needed to determine potential causality. Further information has been solicited. The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. A simulated treatment was completed without any failures or problems occurring. The system air leak and patient sensor tests passed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Event description:
The biomedical technician reported that the patient expired while connected to the cycler. Additional information was solicited. No patient identifier or other information has been made available.